Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The switch gasket and main board were physically damaged. The switch gasket and main board were replaced to resolve the malfunction. This report has been attributed to mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.